Event description:
Adverse event: pain, swelling. In 2009 - a male patient received his 1st injection of supartz for osteoarthritis and tolerated well, with no difficulties. A week later - he received his 2nd injection of supartz and tolerated well, with no difficulties. On the next day - he awakened in the am to find his knee unable to bend, swelling at the knee, and severe pain. He went to the emergency room because it was a weekend and his physician was not available. The ER physician did not find any clinical evidence to support his claim. There were no clinical signs that indicated infection. No warmth or redness to the knee. The patient was sent home under the directions to use ice pack as needed. Two days later - he returned to this injection physician. There was no sign of infection, no warmth or tenderness, minimum swelling. Rom = 0-110%. He still complained of pain. The physician noted possible hypersensitivity to the injection. He was given a medrol m pack and send home. The following month - he returned to the injection physician for a follow-up. He was noted to have ongoing swelling, some improvement sent since the procedure. There were no signs of infection, any warmth or tenderness. Rom = 0-100%. The physician decided he had a hypersensitive reaction to the supartz and decided to discontinue with the supartz injections. He was given a steroidal injection to the affected knee. Two weeks later - he returned to the injection physician for knee evaluation. There were no signs of infection, no warmth of tenderness, rom = 0-100%. He stated that his knee felt better. On the following month - he contacted his injection physician and complained the pain has returned. At this point, the physician recommended him come to his office and an arthroscopy with irrigation be performed. He declined until he received a second opinion from another physician. On five days later - he went to another orthopaedic physician for a second opinion about his knee pain. He developed a large amount of swelling in his knee five days prior and had been unable to carry out his normal activities. His left knee was aspirated and cloudy fluid was withdrawn. This was sent to the laboratory for cell count, gram stain and cultures. The gram stain was positive for many white blood cells and gram-positive cocci. Therefore, he proceeded to the operating room for arthroscopic irrigation and debridement. On the day he went to another physician - he remained in the hospital on IV antibiotics, vancomycin. Arthroscopic irrigation and debridement of left knee was performed. There was synovitis throughout the knee. There was grade iii chondrosis over the patella and trochlea. There was grade four chondrosis with complete loss of the cartilage over a large portion of the lateral femoral condyle and lateral tibial plateau. Twelve days later - lab results collected on that date reported the patient infection was progressing well. He was discharged from the hospital on bactrim. He had difficulty tolerating bactrim and was changed to augmentin after 1 week. All cultures to date have been negative. Approx a month later - he followed up with the 2nd physician for examination. The physician noted that the patient had improved significantly in his swelling. He reported pain to be 2-3 on a scale of 10. He continues to have pain and swelling which is consistent with the severe osteoarthritis of his knee. All cultures to date have been negative, and the swelling was most likely an inflammatory reaction rather than an infection. Further treatment options such as knee replacement or steroid injection were discussed. He would return to physician as needed. According to the injection physician, he believes the patient had a hypersensitivity to the supartz injection. The patient was noted to have improvements with each office visit.

Manufacturer narrative:
This is a definitive report. The patient reported this incident as a non-serious case in 2009. After visiting the second orthopaedist, he was admitted. He reported to the FDA through the voluntary report system the following month, and reported to manufactures the following month. Our medical doctor's comment is as follows: the diagnosis should have been made with clinical blood test and fluid test not only the observation that there were no warmth and redness. This case is obviously a septic arthritis, as the result. We, therefore presume that the patient had a susceptibility to infection since he had severe osteoarthrosis and the latent septic condition simply became apparent. Additional implant date: 2009.